Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to confirm device information. Further information was requested but not received.

Event description:
It was reported that the patient lost therapy due to high impedance. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reported therapy was restored post op.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received a broken wires were found in the returned lead that would cause high impedance.

Manufacturer narrative:
Corrected data: g8: per the device information received, the ¿MFR report number¿ in section ¿ g8 - manufacturer report number¿ should be 3006705815 instead of ¿1627487¿ d4: serial number.